Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found no anomalies. Analysis of the 3877-60 lead with lot number 0206845225 found the all lead conductors were broken at the anchor site, 19.5 cm from the lead¿s distal end. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 3877-45, lot# 0207196375, implanted: (B)(6)2013, explanted: (B)(6) 2017, product type lead; product ID 3877-60, lot# 0206845225, implanted: (B)(6) 2013, explanted: (B)(6) 2017, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a company representative (rep) regarding a patient implanted with an implantable neurostimulator (ins). It was reported that there were high impedances which prevented the patient from getting pain relief. There were no known external factors that contributed to the event. It was unknown if any troubleshooting or diagnostics were performed. The system was explanted and will not be replaced in the future. The issue was resolved at the time of this report. The patient was alive with no injury. No further complications were reported or anticipated.